Manufacturer narrative:
Discomfort. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed.

Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared to the patient¿s feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged issue began at 7 p.m., on (B)(6) 2018. The reporter claimed that the patient obtained a blood glucose reading of ¿337 mg/dl¿ with the subject device, which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin (dose and type not reported) and the reporter advised that in response to the alleged issue, they administered an unspecified dose of insulin to the patient. The reporter advised that approximately 45 minutes later, the patient developed symptoms of ¿blurred speech, light headed, discomfort and more like a delirium¿. The reporter stated that they immediately called an ambulance and whilst waiting for them to arrive, they re-tested the patient¿s blood glucose on both the subject meter and another device (walgreens meter) and claimed obtaining ¿120 mg/dl¿ with the subject meter and ¿60 mg/dl¿ with the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter advised that upon arrival, the emergency medical services (ems) rushed the patient to hospital. The reporter advised that the patient was treated by a health care professional (hcp); however, she was unable and/or unwilling to provide specifics as to the treatment provided. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the reporter did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after he had been administered insulin based on the alleged elevated blood glucose reading obtained on the subject device.